Event description:
It was reported the device leaked. No patient injury reported.

Manufacturer narrative:
Other text: additional information d4 UDI is unknown. No product information has been provided to date. D2 d5. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Corroded drain fitting and cracked tank cover. The technician started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The device leaked water from the reservoir confirming the customer complaint. The root cause of the reported issue was a crack in the tank cover enabled the leaking, which was cause by the customer. The technician was replaced the tank cover.